Event description:
It was reported that resistance was felt when filling multiple cartridges during the load sequence. Customer changed the cartridge and syringe needle to resolve the issue. Customer¿s blood glucose (bg) was 536 mg/dl. Elevated bg was addressed by a manual insulin injection.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.